Event description:
The customer stated that his blood glucose readings were high on the contour meter. While troubleshooting, the customer performed a control test and received a result of 203 mg/dl. The normal control range is 93-129 mg/dl. The customer did not allege any adverse events due to the readings. He did mention that the lid was split on the bottle of test strips when he first took it out of the carton. The test strips are to be returned for eval, and replacement strips will be sent.